Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a routine device check, it was discovered that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing of the respiratory rate trend (rrt) sensor resulting in many inappropriate atrial tachy response (atr) mode switches. In addition, it was noted that there were also many high pace impedance measurements on the right atrial (ra) lead. The ra lead is not a boston scientific product. Ra threshold measurements were noted to be appropriate and the patient was indicated to only receive ra pace therapy thirteen percent of the time. The rrt sensor was programmed off and boston scientific technical services indicated to the boston scientific representative that there are no other programming changes to suggest. The products remain in-service. No associated adverse patient effects were reported.